Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 errors were found in the history list. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons passed the functional investigation successfully and comply with the product specifications. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. He reported the infusion device "kept ringing" and the bolus screen was displayed. The buttons were unresponsive, and he removed and reinserted the battery. The infusion device then displayed the e8 error message. The infusion device was not dropped. He switched to his backup infusion device, and the alleged infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.